Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. The head scope mount and head main body were both found to be worn, the head main body had poor water tightness, the cable was twisted, there was a scratch on the cable head side and there was damage to the connector. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The distributor reported to olympus on behalf of the customer, the image on the 4k autoclavable camera head disappeared when the power is turned on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced. However, it was determined that water immersion was likely caused by the observed poor water tightness of the main body, therefore, communication failure occurred, and images were not displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or drop the product. Water leakage may damage the electrical circuits inside the product.¿ olympus will continue to monitor field performance for this device.